Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields are d10 concommitant and e1 event site telephone. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. An ICU rn contacted esp due to repeated autofill failure alarms. Standard troubleshooting, including a console change, was unsuccessful. Esp recommended obtaining a chest x ray to verify catheter positioning and adjusting catheter placement if needed. Follow up with the day shift nurse confirmed the pump was functioning normally with no further issues.